Event description:
It was reported that the patient underwent spinal fusion surgery using rhbmp-2/acs. Reportedly, the patient experienced problems post-op which "include pain, mental anguish, and nerve injuries."

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): (B)(4)-2008 or (B)(4) 2007. Conflicting information has been received regarding implant date. The attorney alleged the implant date was (B)(6) 2007; the patient reported via voluntary medwatch report that the implant date was (B)(6)-2008. Neither the patient's medical records nor information from healthcare professional have been provided. Without additional information we are not able to determine / confirm the correct implant date at this time. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with l5-s1 degenerative disc disease with back pain recalcitrant to conservative measures and underwent the following procedures: anterior lumbar diskectomy. Application of interbody device packed with bone morphogenic protein sponges. Anterior spinal fusion l5-s1. Anterior instrumentation l5-s1 with titanium locking screw and washer. As per op-notes,¿ trial spacers were then placed before choosing the implant. I chose a 14 mm trial with 8 degrees of lordosis which fit very nicely into the disk space and reestablished the disk height equal to the disk space above. It reestablished the foraminal height as well. Once I was happy with the size of this implant, I went ahead and decorticated the end plates with a high speed bur. I made a small channel into the sacral dome and into the l5 vertebral body and then impacted the implant countersinking it the appropriate amount. I felt due to the fish-mouthed nature of the l5-s1 disk space that I needed to augment this with anterior instrumentation. This was performed by using a bone awl to start a channel into the sacrum. Once that was done under fluoroscopic guidance, a 3.5 mm titanium screw and washer was inserted into the sacrum effectively blocking the implant.¿ the patient tolerated the procedure well without any intraoperative complications.